Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of around 30 mg/dl. Patient's current blood glucose value was 190 mg/dl. Displacement test was performed and passed. The customer did not mention any symptoms of their blood glucose levels. The customer mentioned bad sensor, blood glucose was 135 mg/dl. Later blood glucose value was around 180 mg/dl, which was decreased by a walk. Low blood glucose was treated with carbohydrate intake. The product was not returned for analysis.